Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient could feel their pump move around some in the pocket, but it didn't move much. The pump was used to deliver dilaudid (hydromorphone). No symptoms were reported. No interventions or outcome was reported. Additional information has been requested, but was not available as of the date of this report.